Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles and the customer experienced the high blood glucose. The customer¿s blood glucose was over 451 mg/dl. Approximate size of air bubbles was of small pearl. Air bubbles were noticed by customer during call. The reservoir will be returned for analysis.